Event description:
It was additionally reported that the patient had unplugged both power sources at the same time to go to the bathroom despite education to not do so. The patient forgot to reconnect which is what resulted in the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event. The account reported that the pump stop was due to the patient unplugging both power sources at same time to go to the bathroom (despite education) and forgetting to reconnect them, resulting in battery depletion. Evaluation of the submitted log files confirmed controller clock corrupt alarms associated with clock invalid fault flags. During this time, the lvad clock was also desynched, which indicates a total loss of power and a pump stop. No other notable events were captured. The pump appeared to operate as intended at the fixed speed. Additional information revealed that the patient unplugged both power sources at same time to go to the bathroom (despite education) and forgot to reconnect them. The patient did not experience any adverse effects from this pump stop. The patient is stable at home. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-034811 with no further issues reported at this time. No product is available for investigation. Incidental findings: an additional pump stop due to a total loss of power was also captured between 14:30 on (B)(6) 2024, indicated by the lvad timestamp resetting in the lvad periodic log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 2 ¿system operations¿ of the IFU states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 5 of the patient handbook, "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Furthermore, both the IFU and patient handbook warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's pump was double disconnected and off when emergency medical services showed up to their house. The patient was reconnected and transported to the emergency room. It was noted that the patient is a frequent user of their backup battery (ebb) and had been counseled on this multiple times. Log files were submitted for review and captured 'controller clock corrupt' events from the beginning of the data capture as well as some low flow events with estimated flow hovering around 1.9 to 2.0 liters per minute (lpm) which were associated with elevated pulsatility index (pi) values. It was unable to be determined how long the pump was off due to the timestamp defaulting to 01jan2000 at 0100 when the pump stopped. The start of the data capture showed a date of 01jan2000 at 0230 indicating the pump was connected to power about 2.5 hours earlier.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient did not experience any adverse impact from the pump stop and the patient was stable at home.